Event description:
Pt care tech (pct) was transferring the pt from a chair to the bed with a tenor device. The pt started to fall out of the sling, but the pct lowered them to the floor to avoid any incident. No injuries were reported.

Manufacturer narrative:
(B)(4) by arjohuntleigh (registration# 1419652) on behalf of the manufacturer medibo medical products (B)(4) (registration# 3004468271). It is indicated from the arjohuntleigh on-site report that although no person dropped or received any injury, there was a near-incident where a sling was used that was not suitable, causing a person to almost drop. Death or serious injuries have occurred before from this failure mode, which is an apparent use error: wrong size of sling used. Additional info will be provided following the conclusion of the manufacturer's investigation.